Manufacturer narrative:
The hemosphere monitor will not be returned for evaluation. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The hemosphere monitor report number: 2015691-2021-07021 the swan ganz module report number: 2015691-2022-03216 the 70cc2 cable report number: 2015691-2022-03217 the swan ganz catheter report number: 2015691-2022-03227 h3 other text : device not returned

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results as well as the results of the device history record review.

Event description:
It was reported that during use, the cco value showed up and down in a regular motion. The customer thought that the patient's condition did not lead to this symptom. It is considered that the monitor caused this symptom, not the disposable devices. The monitor, swan ganz module and 70cc2 cable were replaced but the issue still occurred. There was no patient injury reported. Additionally, sometimes the measured value was not transmitted to philips orsys. Since no other problem was observed with philips patient monitor and the orsys, it is assumed that the hem1 monitor caused the data transmission issue.

Manufacturer narrative:
Additional information was received that an engineer for philips visited the site and the main board of philips intellibridge ec10 patient monitor module was replaced. It was confirmed through the medical engineer that both the data transmission issue and fluctuation in cco values were solved by replacing the main board of philips intellibridge ec10. The customer confirmed these issues were related to the philips intellibridge ec10 and not an edwards device; therefore, this complaint is no longer considered as reportable.